Event description:
Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos, opening on the anterior and posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side rupture. The device remains implanted.